Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to remaining implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: biomet taper adaptor removal assembly item#: 110005232, lot# 124300; biomet m2a-magnum 52-60mm tpr insrt-3 item #: 139266 lot #: 253770; biomet m2a-magnum mod hd sz 52mm item #: 157452 lot #: 022620 ; biomet m2a-magnum pf cup 58odx52id item#: us157858, lot#: 172760. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02118, 0001825034 - 2018 - 03077.

Event description:
It was reported that during a revision surgery, the taper adapter and stem would not disengage and the taper adapter removal tool broke, resulting in a surgical delay greater than 30 minutes. The taper was unable to be removed without the tool, so the patient was unable to be revised.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.